Manufacturer narrative:
Patient information is unknown. Additional procodes: gwo, gxr. Device has not been explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the screw thread and the screw tip were broken, and the screw head was detached from the shaft. The screw tip was not retrieved and remains in the patient's body. There was no surgical delay. Current patient status is unknown. This report is for a titanium (ti) matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note, this DHR review is for sterilization procedure only: part: 04.503.104.04s; lot: l646421; manufacturing site: bettlach; supplier: frueh ag; release to warehouse date: november 07, 2017; expiry date: november 01, 2027 non-sterile 04.503.104.20 / h440524 was manufactured in us, monument monument DHR review: item: 04.503.104.20; lot: h440524; manufacturing quantity: (B)(4); manufacturing date: august 31, 2017; manufacturing location: monument product inspected and passed. Packaged per specification. There were no nonconformances (ncs) or reworks generated during the manufacturing of this product. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection , investigation site: cq zuchwil; selected flow: 5. Broken . Visual inspection: we have received one out of four screws of article 04.503.104.04s with the lot number #l646421 for investigation. The complete length of the threaded shaft broke off and was not returned (was left in the patient¿s body). The recess shows signs of usage. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused- use related- damage at the device, therefore no drawing/specification review is needed. Material review: manufacturing and inspection records indicated no problems with the lot in question. Failure in material or production could not be detected. The broken surface is homogenous which indicates material conformity as well. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. It can only be assumed that too much mechanical force whilst inserting into the bone caused the breakage. As these screws are very small and quite fragile, a lot of care is required while handling. Please refer to technique guide. We can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.